Manufacturer narrative:
The patient adverse event is a known risk of brain surgery.

Manufacturer narrative:
This complaint was received from a clinical study involving a retrospective analysis of neuroblate procedures. This complaint was recently identified during the analysis of the clinical data.

Event description:
It was reported that following a tumor ablation procedure, the patient experienced a visual disturbance. The patient was prescribed 796 mg of bevacizumab one time. The event was considered resolved.